Event description:
It was reported to philips that the device paddle cable is damaged. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer, with assistance from a philips remote service engineer (rse). The reported issue was confirmed. And the cause was traced to a faulty paddle kit. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the paddle kit. The paddle kit was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.